Event description:
Title: implantable cath erosion. Pt arrived for a change of 2 biliary tubes in 2002. The right biliary tube was noted to have a 3cm crack on the distal third of the catheter. The catheter was pulled out with a guidewire and was intact. No further intervention was necessary. Note: this is the 14th device failure occurrence of this type since 10/2001.